Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with asymptomatic, trace diffuse lamellar keratitis (dlk) in both eyes, at the one day postoperative visit. The topical steroid drops were increased. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Attempts to obtain additional information were made. No new information has been received. (B)(4).